Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2015. Four minutes into the procedure, the balloon leaked. Another like device was used. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The catheter was tested for leaks and it was noted that the catheter did not maintain pressure. After further inspection a pinhole was found on the balloon. No conclusion could be reached as to how the pinhole occurred. All catheters are inspected before the balloons are assembled into the catheters during manufacturing and all catheters are leak tested before packaging.